Event description:
It was reported that this implantable device was suspected to exhibit premature battery depletion. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue. It was concluded that this device was functioning normally.

Event description:
It was reported that this implantable device was suspected to exhibit premature battery depletion. The device was explanted and replaced. No additional adverse patient effects were reported.